Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue, but high pressure alarm messages were found. Functional check and visual inspection were conducted. The reported issue was unable to be duplicated. It was reported that the clock battery be replaced. There was no fault found with the returned pump.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error #41. No reported adverse effects.